Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 33 mmol/l with increased thirst, tiredness, and crankiness associated with an allegation that the pump may have been incorrectly delivering insulin. The reporter indicated that the patient was able to self-treat with insulin via the pump. The reporter confirmed that the pump settings were programmed correctly, the basal history correctly reflected the programmed rates and correctly added up in the total daily dose history, the bolus history reflected the boluses as programed and correctly added up in the total daily dose, and the pump was able to successfully deliver an air bolus. This event is reported based on the allegation that the patient experienced hyperglycemia associated with an allegation that the pump was not delivering insulin appropriately.

Manufacturer narrative:
Follow-up #1: date of submission 11/11/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.